Manufacturer narrative:
E.4. FDA notified?: yes. E.4: the initial reporter notified the FDA on 18-aug-2025. Medsun report # (B)(4) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® blood transfer device, blood did not flow into the bd blood culture bottle. This occurred with one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® blood transfer device, blood did not flow into the bd blood culture bottle. This occurred with one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, a total of twelve (12) retain samples underwent visual inspection and leak testing. No defects were identified, and all results were within acceptable limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clog. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.